Event description:
The device reportedly did not prompt check patient for a patient with a shockable rhythm. The patient was not resuscitated. The reporter stated there was no allegation of adverse affects to the patient resulting from the report.